Event description:
A malfunction alarm with code 12 was reported by the customer. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.